Event description:
Information received by medtronic indicated that down button was unresponsive and had to push hard for it to respond. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that there was no response from any button and all buttons were not working. The customer stated that pressing menu button takes them to the menu screen and using the up arrow allows them to navigate screens. Customer stated that the insulin pump was neither dropped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Pump received with unresponsive keypad at the return key button. Unable to perform the displacement test and self-test due to unresponsive keypad. The pump was cut open to perform visual inspection and corroded da2 chip on the pcba 1 and moisture damage on pcba 2 were found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, scratched case, battery tube threads - cracked, cracked case - corner of belt clip rails, label damage (faded, stained, peeling). Unresponsive keypad was observed during analysis and confirmed due to corroded da2 chip on the pcba 1. Pump exposed to moisture confirmed on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.